Manufacturer narrative:
(B)(4). Retainer ring = clear customer complained about having damage (physical or cosmetic)/frozen screen on (B)(6) "208." The crest/thus/comlink3 download was successful. Pump error 40 alarm found in the pump history/trace download on (B)(6) 2021 at 10:01:00 o'clock. According to the engineer who studied on the pump, pump error 40 was generated since the motor safety test failed. Pump error 40 is the fatal error. This was the reason for the open-book. The cause for the pe40 was the sw." Suspecting hw issue. Unable to perform functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. No frozen display noted after battery insertion. Unit was received with broken off the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Unit was cut opened, inspected and tested. No physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.3 mv). The motor was tested outside of the device on the stb3 and passed. In conclusion, pump was received with pump error alarm found in the pump history and critical pump error (open book image) alarm after battery insertion. Unable to determine the root cause, problem isolated to electronic assembly. No frozen display noted after battery insertion. Broken belt clip rails and cracked case found on the back of the pump case.

Event description:
Information received by medtronic indicated that the insulin pump had screen display was experiencing latency and seeing a white line like hairline on top of the screen and performed self test it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.